Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reports that he has not been receiving effective stimulation for the past three weeks. Reprogramming was only able to provide stronger right sided stimulation and the patient was satisfied. Follow up information identified the patient was experiencing auto-reducing. The sjm representative was able to resolve the issue, however, surgical intervention may be pending to address this issue.

Event description:
Follow up information identified that an x-ray was taken and showed the lead had migrated. Surgical intervention is pending to address this issue